Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 97791, lot # n372890, implanted: (B)(6) 2013, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information from the health care professional of the clinical study reported the etiology was also due to the stimulator.

Event description:
Additional information received reported that the patient did not recharge her battery. It was noted that a physician mode recharger was performed and the patient was able to get stimulation and everything was working perfect.

Event description:
It was reported there was a communication problem, and when the patient tried to charge her implantable neurostimulator (ins) she got a ¿reposition antenna¿ screen. The patient was not able to connect to the ins after the antenna was repositioned. The patient stopped feeling stimulation the day of the current report and her knee started hurting. The patient went to charge the ins and was not able to. The last successful recharging session was a couple weeks ago. The patient usually goes 1-2 weeks without charging. The patient was not able to connect with the patient programmer (pp) the day of the current report. Additional information received reported the cause of the event was ¿didn¿t recharge.¿ it was noted they were unable to read the device and the ins issue was ¿battery depletion.¿ a physician mode recharge (pmr) was performed on (B)(6) 2014. Symptoms associated with the reported event were no stimulation. The patient did not require hospitalization. The patient¿s outcome was reportedly ¿no injury.¿ additional information received reported that the clinical diagnosis was battery depletion. It was noted that the event was related to the neurostimulator and recharging process. It was noted that the implantable neurostimulator (ins) was unable to recharge. It was noted that the patient was unable to communicate with their device and no longer felt stimulation. It was noted that actions taken included prolongation of in-patient hospitalization. It was noted that actions taken included reprogramming on (B)(6) 2014. It was noted that the device was interrogated and it was found that there was abnormal battery depletion. It was noted that the event outcome was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that the clinical diagnosis was loss of stimulation. It was noted that the patient was unable to communicate with the device and no longer felt stimulation. It was noted that the event was not related to the implantable neurostimulator (ins). It was noted that the patient did not comply with recharging schedule. It was noted that the patient forgot to charge. It was noted that the event was not related to patient usability issues. It was noted that the event did not require in-patient hospitalization or prolongation of existing hospitalization. It was noted that the event did not result in an emergency room or urgent care visit. It was noted that the patient was reprogrammed and the event resolved without sequelae on (B)(6) 2014.